Event description:
It was reported that the patient had an electronic devise implanted to her lower back since 2006 and it was bothering her. The patient had pain at the implant site. The pain came and went off and on, with the weather for the past two years.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 377860, lot# v002828, implanted: 2006-(B)(6), product type lead. Product ID 377860, lot# v002107, product type lead. (B)(4).